Manufacturer narrative:
Concomitant medical products: 3.5x30mm cortical screw, catalog #: 855037030, lot #: drfbd5 f. The product was not returned for review and the complaint was not confirmed. The device history records were reviewed and no discrepancies were found. A review of the complaint history determined that no further action is required. A root cause cannot be determined without physical evaluation of the device.

Manufacturer narrative:
(B)(6)

Event description:
It was reported that during a distal tibial plating trauma procedure, following insertion of a non-locking screw, the surgeon lost reduction on the fracture and had to remove the screw. As a result, a shard of metal came out of the plate/screw interface. This screw hole was left empty and other screws were used in the plate to complete the procedure. No foreign parts were left in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-05002 / 05003).

Event description:
Patient underwent a plating procedure where a shard of metal was found following the insertion and removal of a screw. The shard was removed and the plate was implanted with other screws.